Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue.

Event description:
It was reported that the r-waves were low and variable since implant. The right ventricular (rv) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.